Event description:
As reported, during a procedure, when surgeon tried to fixate the mesh using optifix straight fixation device at the cooper¿s ligament, the 1st fastener deployed broken. It was reported that the head of the fastener was removed but the part of the loose broken fastener may have remained in the preperitoneal space whereas no part of the fastener remains in the abdominal cavity. It was reported that some fasteners were successfully fixated into the mesh. It was also reported that the procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed a broken fastener. The subject device was not returned; however, a photo was provided. The evaluation of the photo shows a loose broken fastener. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample confirms for a broken fastener returned with the sample. There is no indication the device would have deployed a broken fastener as it is returned in good condition and was found to function as intended during functional testing deploying 10 remaining fasteners with no anomalies. The broken fastener deploying in use is most likely the result of attempting to fixate at the cooper¿s ligament. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, optifix straight fixation device deployed a broken fastener. The subject device was not returned; however, a photo was provided. The evaluation of the photo shows a loose broken fastener. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
As reported, during a procedure, when surgeon tried to fixate the mesh using optifix straight fixation device at the cooper¿s ligament, the 1st fastener deployed broken. It was reported that the head of the fastener was removed but the part of the loose broken fastener may have remained in the preperitoneal space whereas no part of the fastener remains in the abdominal cavity. It was reported that some fasteners were successfully fixated into the mesh. It was also reported that the procedure was completed using the same device. There was no reported patient injury.